Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility.

Event description:
It was reported that the patient has experience swelling and redness of the implant site due to infection. The implanted device and leads system were explanted to resolve the event. The patient was in stable condition.